Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and other electrode results from two patient samples tested on the cobas pro ise analytical unit. The reporter also complained that their qcs would go out of range. The reporter provided the following examples of discrepant results: patient sample 1 the initial result from the analyzer was 148.7 mmol/l. The repeat result from another ise analyzer was 142 mmol/l. Patient sample 2 the initial result from the analyzer was 149.7 mmol/l. The repeat result from another ise analyzer was 144.4 mmol/l. The initial results were not reported outside the laboratory, as they did not match the patients' previous results. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within specifications. The qc recovery had out-of-range results. The alarm trace contained abnormal aspiration alarms in the sample probe due to a sample clot, sample short, or sample foam. The field service engineer inspected the analyzer and found gel on the ion-selective electrode (ise) sipper and ise sample probe. He replaced the ise sample probe, ise degasser and valves; cleaned the ise sipper and acrylic block flow path; and performed successful ise checks, ise calibration, qcs and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.